Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the customer complaint was not confirmed. Additional non-reportable malfunctions were found during evaluation are as follows: due to damage on zoom charge couple device (ccd) the zoom did not work smoothly, due to deformation of flexibility adjustment ring the water tightness was lost, plastic distal end (c-cover) had a scratch, adhesive around light guide (lg) lens was peeled, objective lens had a scratch, adhesive around objective lens was peeled, flexibility adjustment ring had a scratch, paint on suction cylinder (s-cylinder) and paint on air/water cylinder (aw-cylinder) was peeled, forceps elevator (fe lever) fe knob, connecting tube, upward/downward (u/d) knob, right/left (r/l) knob, image guide (ig) protector, protector of universal cord on scope connector side, scope connector cover (sc cover) unit, universal cord, grip, and switch box all had a scratch. The control unit had discoloration and a scratch, light guide bundle (lg-bundle) had breakage, control unit was dirty due to water leakage, due to clogging of nozzle the water removal ability did not meet the standard value, adhesive on bending section cover (a-rubber) had a chip, due to wear of angle wire the play of up/down knob and bending angle in up direction was out of the standard value, due to adhesive peeling on a-rubber the insulation resistance value at distal end did not meet the standard value, due to a scratch on objective lens the image had dark area partially, the universal cord had a wrinkle, the scope cover had a scratch, and the scope connector had a scratch. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope zoom was not canceled. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, foreign material was found inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material in the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material since it was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.